Manufacturer narrative:
A partial lead with only the distal end of the lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was checked prior to procedure, high capture threshold and low p-waves was noted on the right atrial (ra) lead. The right atrial (ra) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Updated manufacture date.